Manufacturer narrative:
(B)(4). The clip delivery system remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip partially detached from one leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat functional mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted (61206u265) and (61206u266) reducing the mr to 2. On (B)(6) 2017; follow up echocardiogram was performed, which found that clip (61206u266) partially detached from the posterior leaflet; the clip remains partially attached to the posterior leaflet and is fully attached to the anterior leaflet. Mr increased to 3-4. Clip 61206u265, remains securely attached to the leaflets. The patient is in stable condition. An additional mitraclip procedure is planned; however, there is no scheduled date. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported failure to adhere or bond the leaflets (partial clip movement) could not be determined. The worsened mr was likely a result of the partial clip movement. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: a second mitraclip procedure was performed on (B)(6) 2017 to stabilize the implanted clip and to further reduce the mitral regurgitation (mr). One clip was implanted successfully reducing mr from 3-4 to 1-2. The patient had good results and remained stable. No additional information was provided.